Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with kyphosis underwent unspecified spinal procedure at th12-s2ai on (B)(6) 2016, intra-op, surgeon tried to attach setscrew on screw at s2ai but it did not attach well. Thread part of the setscrew was shaved and metal fragments were contaminated in the surgical field. The surgeon exchanged the setscrew for new one and the surgery was finished. The surgical time was extended less than 15mins. No fragments of the product remained inside the patient. Patient complications were reported unknown.